Event description:
Pt had a fluoroscopic exam that lasted approx 86 minutes. Four days after this exam the pt notified x-ray lab they had a 1.5 inch square radiation burn on their back. The system was found to be operating within specs and with no other reported burn cases.